Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 167 mg/dl. Troubleshooting for keypad anomaly was performed. Customer advised the buttons would not respond when pressed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed leak test. The insulin pump was received with unresponsive down arrow and back buttons, problem isolated to keypad assembly. The insulin pump was received with connector connected properly. No damage or moisture damage on keypad assembly noted. The insulin pump was unable to download unit due to button keypad anomaly. The insulin pump was received with cracked select button at keypad overlay, minor scratched lcd window, scratched case and scratched keypad overlay.